Event description:
Unomedical reference number (B)(4). Event occurred in canada on 29-may-2024, it was reported by the patient that six infusion set tape not sticking within one hour of use. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) MDR . Device 5 of 6. Patient city: (B)(6) patient country: canada.